Event description:
It was reported that during a cholecystectomy the valve for abdominal air was broken soon after the beginning of the procedure. Another device was used to complete the case. There was no adverse consequence to the pt. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.